Event description:
It was reported there was atrial sensing and capture difficulty. Apparent lead fracture near anchoring sleeve was suspected. The device was replaced and returned for analysis where it tested out of specification. No patient complications have been reported as a result of this event.